Manufacturer narrative:
Concomitant medical products: product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead; product ID 4351, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Correction: report submitted in error as it was a duplicate event from a field action. Redacting intial medwatch as event was previously reported in manufacturing report # 2182207-2003-00400.

Event description:
It was reported that one patient had bowel obstruction and/or perforation of the bowel associated with the leads. Additionally, the patient had necrosis, which also included infections. Event required surgical intervention and the patient recovered without sequela. Additional information requested.